Event description:
Patient's husband contacted dexcom technical support on (B)(6) 2014 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose meter patient experienced on (B)(6) 2014. Patient's husband did not report any injury or medical intervention at the time of contact with dexcom technical support. Patient did not calibrate according to user guide recommendations.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).